Manufacturer narrative:
The device has been received, but the investigation is not yet completed.

Event description:
The reporter indicated that a man collapsed at a hotel where one of the employees was visiting, and had their AED 10 device. A fireman and policeman attempted to use the AED 10 defibrillator on the patient, but the unit initially failed power up self test. After power cycling the AED 10, the unit analyzed the patient ECG, provided a debrillation shock, and converted the patient. The patient survived.